Event description:
It was further reported that there were no patient complications reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The inner shaft was buckled at the distal edge of the proximal markerband. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the distal markerband was revealed. There was balloon material lifted on the left side of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion. The 99% stenosed target lesion was located in the anterior tibial artery (ata) and posterior tibial artery (pta). A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to the lesion. The balloon was first inflated to 10 atmospheres in the pta however it ruptured at 10 atmospheres on the second inflation while performing dilation in the ata. The device was completely removed from the patient. The procedure was completed using an unspecified size small peripheral cutting balloon (spcb) catheter.